Manufacturer narrative:
The account isolated the siderails and found the right siderail was causing the issue. He indicated that an IV bag leaked fluid into the right siderail causing this issue. Repairs have not been completed.

Event description:
The account alleged the head up had an unintentional movement.